Event description:
A summons received by the alcon legal department reported the posterior capsule was ruptured during the patient's cataract procedure. The summons also reports that the infusion became disconnected from the handpiece and blew part of the cataract into the back of the eye. The patient underwent a vitrectomy subsequently and the surgeon found a retinal detachment during the vitrectomy. The patient has permanent and severe visual impairment of the right eye, constant pain of the right eye, and an inability to fully open the right eye.

Manufacturer narrative:
The company service representative was not notified of the event and the customer did not request service after the reported event. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 09/05/2008.